Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information there were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v 3.5 x 23 mm is being filed under a separate medwatch report.

Event description:
It was reported by the patient that on (B)(6) 2009 she had two xience v stents implanted in an unspecified artery (3.5x15 mm and 3.5x23 mm). Approximately 6 weeks post procedure she began cardio rehabilitation, during which she developed a ringworm type rash under her arms. The rash spread over time to her stomach, legs and feet. She visited her doctor and was prescribed a cream for the rash; however, this did not help. Over the past 2 1/2 years she has visited a total of 3 different dermatologists, who also prescribed cream for the rash; however, again, this did not help, with the third dermatologist prescribing shots for treatment, which also failed to work. (The patient indicated that she cannot take prednisone.) In (B)(6) of 2011, the patient changed primary physicians to a (B)(6) who has offered to send the patient to (B)(6) if the rash does not get better. In (B)(6) the patient has a follow-up appointment with a partner of dr. (B)(6). The patient has also changed her cardiologist to dr. (B)(6). The patient was discussing her case with her diabetes coach who suggested she contact the manufacturer to see if she could get any assistance with the rash, which is why she called today. The patient indicated that she has not been tested for a nickel allergy and as far as she is aware is not allergic to nickel. No additional information was provided.